Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Product removed. The following information was requested, but unavailable: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was dehiscence noted? A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. After the surgery, the patient suffered from un-absorption of suture, slight exudation of abdominal wound, and slightly red skin. Two days after the doctor removed the suture by hand, the patients wound healed naturally and finally turned to wound healing. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/31/2023. The following additional information was received: after contacting with the hospital, the hospital did not provide the specific date of occurrence of this event, so please update the event date as unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.